Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon with a por (power on reset) condition. They were looking at programmer the other day. The patient started getting a por for about a week. She had a return of symptoms but only slightly. The patient lost her programmer and the doctor replaced it. Both programmers were showing a por. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had relief after implant but since february the patient didn't have urinary control. The last 3-4 days, the patient had been nothing but wet. The hcp (healthcare provider) was recovering from health issues and didn't have the time to see her. The patient was being managed by a younger doctor that didn't know much about interstim. The patient wanted instructions on patient programmer use. The patient was waiting for hcp to get better before she can see him.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v187043, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# unknown, product type: programmer, patient. (B)(4).